Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient spouse that implantable pulse generator (ipg) malfunction and it affected the patients health. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.